Manufacturer narrative:
Clinical evaluation performed by medical affairs department: a revision surgery was performed approximately 9 months after the primary implantation of a tha due to stem subsidence. Despite the lack of post-operative x-rays, the available images clearly show the stem subsidence. Determining the root cause of this failure is challenging with the current information. Potential factors may include undersizing of the stem, improper initial positioning or poor bone quality. No definitive conclusions can be drawn. Batch review performed on 23 october 2024 lot 1902845: 20 items manufactured and released on 04-july-2019. Expiration date: 2024-06-30. No anomalies found related to the problem. To date, 18 items of the same lot have been sold with no similar reported events during the period of review. This issue may have been caused by the undersizing of the stem and/or patient specific factors, but the precise circumstances cannot be confirmed. Although no definitive root cause can be confirmed, there is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
Revision surgery due to masterloc stem subsidence, at about 9 months from the primary. The surgeon implanted an amis-k with a ceramic head. The cup not revised.